Manufacturer narrative:
Is no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synthes employee. Part: 393.105; lot: l654443; manufacturing site: (B)(4); release to warehouse date: december 20, 2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: investigation flow: damage- visual (appearance not as expected): visual inspection: the returned instrument was examined, and the device was found to be damaged and slightly deformed at its jaws, there are impact marks across the entire device. The teeth are stuck in the closed position. The balance of the device is in fair condition. The received condition does not agree with the reported broken complaint description. However, with the deformation and stuck condition identified, the overall complaint condition was confirmed. Document/specification review: design drawing from date of manufacture to current were reviewed during this investigation and no design issues were identified. Top-level drawing: due to the post manufacturing damage observed, the dimensional analysis on relevant portions were not performed. The device history record showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Therefore, review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition of broken was not confirmed as there is no indication of breakage, however there is evidence of damage and device jamming. A root cause could not be determined as the circumstances surrounding the complaint are unknown. However, it is possible that unintended forces on the device during usage could have led to internal damage which in turn led to observed stuck complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inbound inspection of the returned loaner kit on (B)(6) 2018, it was observed that the small universal chuck with t-handle was broken. The chuck has been removed from the set, placed in quarantine and will be returned for evaluation. There was no patient or hospital involvement. This report is for a small universal chuck with t-handle. This is report 1 of 1 for (B)(4).